Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed. The rv lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.